Manufacturer narrative:
Device was used for treatment, not diagnosis. Screw was inserted and removed on (B)(6) 2015. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that it was not possible to enter the nail into the proximal portion of the spinal femur canal. It was also reported that the nail lost its original form and presents material fatigue, so the surgeon decided to replace this nail with a longer nail. No patient harm / no prolongation of surgery reported and patient's condition is good. This report is 1 of 1 for (B)(4).